Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during treatment of restenosis, three balloons ruptures and a shaft fracture occurred. The 60% in-stent restenosis of an unknown stent was located in the non-calcified carotid artery. The physician advanced an unspecified device through the subclavian and noted in-stent restenosis. The physician advanced an xxl balloon catheter across the lesion to pre-dilate the restenosis. The balloon was inflated an unspecified number of times using unspecified atms, however, the balloon ruptured. A second xxl balloon was advanced and inflated an unspecified number of times to unspecified atms, however, this balloon ruptured as well. A third xxl balloon was inflated an unspecified number of times to unspecified atms, however, the balloon ruptured and the distal end of the xxl balloon catheter fractured and detached inside the patient. A cut down was performed in an unspecified location to remove the detached catheter tip. No further patient complications were noted and the patient's status was reported as 'no adverse patient effect'. The two balloon ruptures referenced in this event will be reported on the bsc (B)(4) asr.